Event description:
There is no indication that the product caused or contributed to an adverse event. However, this complaint is being reported because does not turn on was not resolved with troubleshooting.

Manufacturer narrative:
(B)(4): the meter was tested and the primary complaint was not confirmed; however, a secondary issue was noted where the meter was found to have a damaged lcd.if lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.